Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During a tavrs procedure, the tube cooler failed and a mobile c-arm was used to complete the procedure. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, it was determined that the anode bearing was blocked. Due to the forces occurring with a blocked bearing, it is possible for the tube insert to become damaged. This leads to a leakage of the tube insert and the loss of high voltage stability. In this event, no x-ray can be released and the tube is no longer usable for imaging. The x-ray tube was changed and the error did not reoccur.